Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no evidence of an arc mark. The case had purple and black coloring near and around the header which is indicative of anodization that can occur during the delivery of high energy external shocks. The device was able to be interrogated and confirmed not to be in safety mode. A review of the memory confirmed that three charge time out faults had occurred which resulted in the device reaching end of life (eol). An engineering-level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. There were 328 charges during the lifetime of the device, and between march and april of this year, there were 106 vt episodes recorded. X-rays were taken of the device and all internal circuitry was found to be intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device experienced normal battery depletion which was the reason that the charge times had exceeded 45 seconds and the device declared eol. Testing found no evidence of any damage as a result of a shorted lead condition.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving shocks. While in the emergency room, the patient experienced a ventricular tachycardia (vt); however, the ICD did not deliver therapy and external defibrillation had to be administered. Interrogation revealed that the ICD was in safety mode. A fault code was also displayed indicating a charge time out occurred and that the battery was depleted. No additional adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance and a memory download was also submitted for analysis. A ts consultant discussed that there is indication of a possible shorted lead condition and that the device should be replaced. A review of the memory download revealed that the device reached end of life (eol) after three charge time faults occurred which also indicates that the device may have shocked into a shorted lead which subsequently damaged the ICD. The ICD was explanted and will be returned for laboratory analysis. It was also noted that when the ICD was removed from the pocket, purple/black marks were noted on the device case. The rv lead was visibly inspected and no anomalies noted; however, no further testing including defibrillation threshold (dft) tests were performed with this lead. The rv lead was capped and abandoned surgically.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
---